Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the paramedics were called. The customer's exact blood glucose at the time of the incident was unknown. The infusion set was changed improperly. They were not wearing the insulin pump at the time of the incident and had been disconnected for 7 hours prior to the incident. The customer stated that they were awakened due to high blood glucose of over 250 mg/dl. The customer corrected with 2 units. Two (2) hours later, the insulin pump displayed that 11 units were delivered, which the customer stated to be inaccurate. The customer's blood glucose had decreased, which was treated with food. The drive support cap of the insulin pump was recessed. Bolus history showed 11.1 units, 2 units and blood glucose 253 mg/dl, 2 units and blood glucose 238 mg/dl, 16.7 units 134 carbohydrates and no blood glucose value. Reservoir showed 72.8 units, but visual inspection showed closer to 60 units. Displacement test passed. The customer had begun working out. Nothing further was reported.